Event description:
It was reported that during an adrenalectomy procedure, according to the cst, they fired the stapler across the adrenal and the firing was fine. The cst said she noticed that the reload was challenging to remove from the instrument. She reloaded it and it did not feel right, but reloaded. The surgeon tried to fire but the instrument was locked out. They opened a second instrument and fired the instrument on the adrenal. It worked fine, but the same issue occurred. It was difficult to take the reload out and challenging to put the new reload in. The surgeon closed the stapler on tissue and it did not sound right. They released the instrument and opened a third instrument to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete firing cycle, spring cartridge lockout tab. Batch # m52c18. The analysis showed that the atw45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing.